Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 08-31-2020 had an inadvertent entry error of 08/19/020. Correct date is 08/14/2020. Timeliness of submission is unaffected. Report is not late. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. Suspect products: no information available. The implant or explant dates are not applicable to this device. Not applicable for this device. Concomitant medical products: no information available. (B)(6). Device has not been returned to the manufacturer for analysis. Remedial action: do not apply to this submission. Per the instructions for use (IFU): contraindications include: bacteremia or sepsis, major coagulation system abnormalities, patients disqualified for CABG surgery, patients disqualified for percutaneous coronary interventions, severe hemodynamic instability or cardiogenic shock, patients diagnosed with nitrate-resistant coronary artery spasm, severe arterial calcification or severe arterial tortuosity and chronic total occlusion. Warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a therapeutic coronary procedure, initial imaging of the patients distal right coronary artery was successfully achieved. After ballooning a second time, the physician attempted to pull back the manufacturer¿s device and it became stuck. A guideliner was inserted to remove the manufacturer¿s device together with the guidewire. Another guidewire and another of manufacturer's devices were used to successfully complete the procedure. Vessel information: distal rca (right coronary artery), calcified, tortuous, cto (chronic total occlusion). This adverse event is being submitted because additional intervention was required to remove the manufacturer's device.